Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Two inappropriate burst of anti-tachycardia pacing (atp) and multiple inappropriate shocks were delivered for a supraventricular tachycardia (svt) rhythm. Therapy was exhausted. Programming adjustments were performed after the event. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.